Event description:
A nurse reported that the vitrector could not cut properly during vitrectomy surgery. The procedure was completed by replacing the product with new one. There was no patient contact and patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in d.9., h.2., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe with tip protector in a zip top bag was received for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port and on the welded cap and needle slightly bent. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both tests. The probe engine was disassembled, and the components inspected. Diaphragm, spacer, and top o-ring are all intact. Bottom o-ring has outer diameter damage. Excessive adhesive at top area where diaphragm is bonded to the extension. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all functional testing and a bent needle was observed. While the actuation or cut failure could not be confirmed, a potential manufacturing-related contributing factor was identified. Specifically, damage to the o ring and the presence of excessive adhesive at the diaphragm were observed during the evaluation. These conditions may have contributed to the device performance issue and therefore cannot be ruled out as potential contributors to the event as reported. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. The returned sample functionally met specifications; however, a non-conformance was completed for the damage observed on the o-ring and excessive adhesive at diaphragm. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in d.9., h.2., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe with tip protector in a zip top bag was received for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port and on the welded cap and needle slightly bent. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both tests. The probe engine was disassembled, and the components inspected. Diaphragm, spacer, and top o-ring are all intact. Bottom o-ring has outer diameter damage. Excessive adhesive at top area where diaphragm is bonded to the extension. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all functional testing and a bent needle was observed. While the actuation or cut failure could not be confirmed, a potential manufacturing-related contributing factor was identified. Specifically, damage to the o ring and the presence of excessive adhesive at the diaphragm were observed during the evaluation. These conditions may have contributed to the device performance issue and therefore cannot be ruled out as potential contributors to the event as reported. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. The returned sample functionally met specifications; however, a non-conformance was completed for the damage observed on the o-ring and excessive adhesive at diaphragm. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all alcon products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in h.6., and h.11. No technical inquiries were received from the customer. A sample was not received at the investigation site for evaluation for the report. Therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. A nonconformance investigation has been completed in relation to the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.